Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the pump date and time did not remain accurate after the user programmed the correct settings. Allegedly, the date and time became incorrect by several hours or days within hours of programming the correct settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device history recorded a time and date reset to factory settings. The pump was exercised for 5 days with no time loss or gain, and the pump passed a time test. The time and date reset to default settings when the pump was powered off and back on again after 6 hours. The pump case was removed and the internal clock battery was found to be leaking. Unrelated to the complaint, the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.